Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. It was not reported if the patient was hospitalized prior to death. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The serial number was corrected to (B)(4) (previously reported as (B)(4)). The device was manufactured in 2001. The device was received and an evaluation was performed to investigate the reported event. A review of the device logs revealed no failures or malfunctions that could cause or contribute to the reported event. The device service history and device history records were also reviewed with no issues noted that could have caused or contributed to the reported event. During evaluation, the device passed electrical and functional testing and was determined to meet performance specification requirements. External and internal visual inspection found no problems with the device. The pneumatic system was tested and found no issues. The device passed seal, purge, and wet disposable integrity testing. The device was able to complete a short simulated therapy successfully. Evaluation of the device found no failures, malfunctions or increased intra-peritoneal volume events that could have caused or contributed to the reported event. The investigation of the device was unable to confirm the reported issue and the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.